Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted the clip would not release from the medium-large clip applier instrument. The customer asked the intuitive surgical, inc. (Isi) clinical sales representative (csr) to check the medium-large clip applier instrument and the isi csr confirmed issues with the clip not releasing. The medium-large clip applier instrument had lives remaining. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument would not clip down on the patient's tissue. The clip would stay on the clip applier. There were no issues with the instrument being stuck on tissue. The customer did not know which tissue they were attempting to clip. After swapping to a backup clip applier, the procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip did not align with the other grip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. . Fields g5 and g7 are not applicable.